Event description:
Customer complained about having low blood glucose of 31mg/dl. She reported that she received emergency medical attention after suspending the insulin pump use and low blood glucose persisting. After being treated by the paramedics, blood glucose level increased to 400mg/dl. Troubleshooting was performed and no malfunctioning of the device noted. Current blood glucose is 279mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.